Event description:
A report was received regarding a memory lens iol implanted in a patient's left eye in 1999. Opacification of the implant diagnosed in 2003. Vitrectemy performed os for vitreous hemorrhage unrelated to iol. Visual acuity reported as 20/400 os, pinhole 20/200 os in 03/2003 visit. Explantation to be scheduled in the near future. No further information available at this time.